Event description:
From 1989-1997 the individual was exposed to and wore latex medical gloves in the performance of her job duties. On february 19,1997 the individual tested positive for latex allergy. The individual allegedly became sensitized to latex medical from medical glove use.